Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a hole was discovered in the cathena 22gx1.00in straight bc during the insertion process after blood leaked from it, and a new cannula insertion and second IV access puncture was required. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "appears to be a small hole in the plastic cannula which has leaked blood once insertion process begun. Blood leaked form the cannula material on further investigation it looks like there is a hole in the cannula material causing blood to leak."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was discovered in the cathena 22gx1.00in straight bc during the insertion process after blood leaked from it, and a new cannula insertion and second IV access puncture was required. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "appears to be a small hole in the plastic cannula which has leaked blood once insertion process begun. Blood leaked form the cannula material on further investigation it looks like there is a hole in the cannula material causing blood to leak."